Event description:
The customer reported that the system images were mixed up with each other. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the system software. The system operates as intended.